Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that after replacing batteries, the unit passed all functional and safety tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while walking the patient, the cs300 intra-aortic balloon pump (iabp) battery goes dead within 10 minutes. The end-user saw the low battery alarm and took the patient back to the patient¿s room. Which they then swapped balloon pumps because they wanted one with a longer battery run time. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).